Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection was completed and there was no physical damage observed. X-rays of the internal components were taken and revealed no notable damage. Functional testing was performed and the nail failed force testing as it did not meet the minimum specified requirements to pass. A root cause is unable to be determined. A corrective action request (car) has been initiated to determine a root cause and any appropriate actions that are deemed necessary. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
Information was received that during implantation the surgeon noticed via x-ray that the nail was slowly distracting out while being malleted in. After realizing this, the nail was removed and another nail of the same diameter/length was implanted. The nail needed to be replaced two more times in order to complete the procedure. Complaint 1 of 3